Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of header connection anomaly was confirmed. However, the anomaly was determined to be due to the setscrew having been tightened down, thus preventing the lead from being fully inserted into the bore. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2025. During procedure, the implantable cardioverter defibrillator (ICD) header failed to connect with the right ventricular (rv) port. The device was not used and replaced in the same operation. Post-procedure there were no patient consequences.